Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not power on and has no alternating current (ac) power light emitting diode (led) indicator. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device will not charge the battery. The rse advised the customer the latest version of the service manual and provided customer parts ID for the power management (pm) board. Advised the customer of a possible power supply problem. Advised to have the technician callback and confirm if the problem is with the power management board. Advised biomed to reference page 112 of the service manual to confirm the power supply is working. After further troubleshooting, biomed confirmed there is no 24 volts dc across the brown and orange wires. The customer replaced the pm printed circuit board assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.